Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 456mg/dl. The caller stated that her blood glucose was treated and released. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found no delivery alarm and motor error alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The doctor mentioned that the customer seems being wearing the infusion set longer than three days based on the low reservoir alerts found in the bolus history, and the customer many not be bolusing like she should. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.